Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the glue on the plaster of the last two boxes of infusion sets are dry and defective. Caller reported while using the cannulas, they slowly come off. No adverse event reported. Requested return of the alleged device for evaluation.